Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap couldn't be attached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: a visual inspection of the pump showed that the battery compartment had multiple cracks. The battery cap had damaged threads and the battery cap was not able to fully tighten to the pump. During evaluation, the battery cap contact height and width measurements were found to be out of specification. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.